Event description:
It was reported that during central processing, the customer experienced an issue with the fenestrated bipolar forceps instrument. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument broke while grasping tissue. The issue involved limited or imprecise motion. The instrument was identified with a broken conductor wire. Two were broken where the tip is attached. One also was broken on the shaft where instrument is welded together.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the fenestrated bipolar forceps instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and was found to have a broken molded insulator that measured approximately 4.75mm x 9.10mm and was not returned with the instrument. The grip tip from the upper molded insulator was also not returned. The grip base associated with the cracked molded insulator did not appear to be bent. The instrument had a detached fragment, which included the broken molded insulator and grip. The grip tip from the detached fragment was not returned. A broken conductor wire was observed at the grip base, which is believed to have resulted from the breakage of the molded insulator. No thermal damage was found on the instrument. The complaint was confirmed by failure analysis. The probable root cause of broken molded insulator is attributed to damage during use, which may result from applying excess force on the instrument tip during handling, insertion, usage (overloading), or removal. The probable root cause of detached fragments is attributed to broken molded insulator and grip. The probable root cause of broken conductor wire is attributed to broken molded insulator.

Event description:
Refer to h11 for follow-up information.